Manufacturer narrative:
As reported the suture needles were disposed of by the user facility. Without an evaluation of the devices, the root cause of the alleged event is not able to be determined. A review of the device history records determined that lot 632723 was manufactured on 31-mar-2015 in a lot of (B)(4) units and the device UDI# is (B)(4) 632723. Lot 638655 was manufactured on 14-apr-2015 in a lot of (B)(4) units and the UDI# is (B)(4). The device history records showed no discrepancies during the manufacturing process that could have caused or contributed to the alleged problem. To date, no similar complaints have been received for this item from either of the indicated lots. Use of this product is technique dependent and the risk analysis has been deemed acceptable. This needle shaft and blade are made of 96se508 super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To date, there has been no patient long term adverse effect reported resulting from this type of incident. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To date, there has been no patient long term adverse effect reported resulting from this type of incident. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury. Device discarded by user facility.

Event description:
The customer reported that during a shoulder arthroscopy rotator cuff repair, the surgeon had difficulty passing the suture through the tissue while using the concept suture passer needle with a concept suture passer. When the needle was removed, the surgeon noticed that a tiny portion of the tip of the concept suture passer needle was missing. The surgeon used a shaver blade, typically used in this procedure, to suction out the area of the joint where the needle tip was suspected to be. A second concept suture passer needle was used to complete the surgery. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred. During this case, two (2) needles were used, one each from lot 632723 and 638655. Therefore, the specific lot number of the needle which broke is either 632723 or 638655.